Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, an imprecision of approximately 10 millimeters was observed. It was reported that the inaccuracy was discovered after the site registered the patient and went sterile. The procedure was completed without the use of navigation. There was a delay of 20-30 minutes. No impact on patient outcome.